Event description:
A report was received that the patient was experiencing very painful shocking sensations. The patient was reprogrammed without success. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing very painful shocking sensations. The patient was reprogrammed without success. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient felt pins and needles whether the stimulation was on or off. The patient underwent an explant procedure due to soreness at the pocket site. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial/lot #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.